Event description:
Pt developed post-op infection. Second surgery in 2005 for irrigation and debridement (I&d). Cultures showed no growth. Third surgery the eight day for more debridement and delayed primary closure. Arthroscopic rotator cuff repair. No known previous reactions with the pt. Also used during surgery, vicryl #1 for deltoid, vicryl 2-0 subcutaneously and 2-0 prolene for skin. This device is used for treatment.